Event description:
It was reported that while the pt was in the intensive care unit (ICU) blood and crystalloid leaked into the contamination shield of the (B)(4). According to the ICU resource person all procedures had been followed as far as the tightening of the tuohy-borst adapters were concerned. There was no reported pt death. Medical/surgical intervention was required and reported as "reinsertion of product." There was a delay/interruption in therapy. A decision will be reached to remove the affected pacing wire and introducer and reinsert. Add'l info received on (B)(4) 2012, stated "the md took off the cap of the tuohy-borst adapter (the part that you screw down) thinking that it was a disposable cap that you take off before you insert the wire through it. When he came to review the wire, he removed the tuohy-borst cap from the introducer and the leaking stopped. The md then drained the sleeve as well as he could, so the wire stayed in place with the tuohy-borst cap on the wire under the sleeve not connected to the introducer.

Manufacturer narrative:
(B)(4). Details of event continued: the md stated that previous kits were easier because the tuohy-borst was fixed to the introducer so that it could not be forgotten or interfered with." Further info received on (B)(4) 2012, stated that the physician removed the touhy-borst (and drained fluid out of the cath-gard) and the leaking seemed to stop. Functionality of the pacing wires was not compromised. Sample will not be returned for eval.